Event description:
It was reported that when patient presented in the hospital with symptoms of swelling around the device pocket. Patient was other was asymptomatic. Patient notified that a brick was thrown at him which hit the patient¿s device implant site. Patient is not dependent on the device. Upon fluoroscopy imaging no lead damage was observed. Physician opened the pocket and lead testing was performed which revealed high, out of range, low voltage lead capture threshold was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.